Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device seemed to be jammed and not seated properly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the laser etching was worn off and the color ring was damaged, the tip of the device was bent, and the ball bearings were corroded. It was further determined that the device failed pretest for visual assessment. It was determined that the condition of the ball bearings was due to normal wear over time, due to the sterilizing process. It was further determined that the cause of the bent tip was due to misuse and excessive side load when using the device causing the tip to be bend. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery set up it was observed that the craniotome seemed to be jammed and not seated properly. During in-house engineering evaluation it was found that the tip of the craniotome device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.